Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having high and low blood glucose levels. The customer¿s blood glucose level was a low of 46mg/dl at the time of incident, treated with food and glucose tablets. The customer¿s blood glucose level was a high of 500mg/dl at the time of incident. The customer declined to trouble shoot for high and low blood glucose values. The customer was assisted with differences in sensor vs blood glucose values. The customer was advised to monitor the pump. The insulin pump is not being replaced and is not expected to return for analysis.